Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. When opening the package, the needle was broken. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-02162. The same device is represented in each medwatch as it was involved in two events.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The visual analysis did not find clamping marks or irregularities, however, in the ends of the wire (where the needle curve is swaged), there was deformation characteristics of a cut, caused by sliding of a surgical instrument.